Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited no upstream occlusion error, regardless of how much the line was clamped or kinked. There was no patient involvement, no injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint cannot be confirmed through occlusion test. Upon further investigation, it was found that the upstream occlusion sensor (uso) and downstream occlusion (dso) seal was delaminated. The dso and uso seal were replaced. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.